Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. The patient parent state the patient started to experience blurred vision while his cgm displayed 4.6 mmol/l. The patient suspected he was hypoglycemic, and as his father trusted the patient's instinct, he went to purchase a soda three minutes away from where they were. However, before the patient was able to consume the soda, he started to feel that everything was spinning around him, lost consciousness and experienced a seizure. An ambulance was called to tend to the patient. The patient was incoherent for three minutes and became postictal, not talkative and difficult to understand when he did speak. Paramedics treated the patient with glucose, and measured performed a bg which was 6.0 mmol/l. After the patient regained consciousness in the ambulance, he had experienced a severe headache and vomiting. He was transported to the hospital and was given a glass of juice, a piece of rye bread, and glucose, 80 ml/hr in the ambulance on the way there. The reporter stated that it took the patient an hour before he was able to communicate clearly. The patient was hospitalized overnight and released the following day. He was doing fine at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.